Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350 mg/dl. Reportedly, the customer believes that something that was eaten was the cause of the elevated bg level. A system check with tandem's technical support indicated that the pump, cartridge, and infusion set functioned as expected.